Event description:
It was reported that the patient received inadequate lytic due to a drug leak. A 106x50cm ekos endovascular device was selected for use in a superficial femoral artery / common femoral artery ekos treatment. During a follow-up check after <24 hours of therapy, it was observed that the coolant and drug ports were broken, and both coolant and drug were leaking. The procedure concluded. The physician was unsure if the patient received the intended amount of lytic, but the result of the lysis was not so satisfactory, so the physician questions whether enough lysis arrived locally. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the 106x50cm ekos endovascular device was returned for analysis. Microscopic visual inspection of the infusion catheter showed that the coolant and drug luers displayed cracking. The device was tested for leaks by using a syringe with water and flushing it out of the coolant and drug ports. It was noticed that the device leaked from the coolant and drug luers where the cracks were present.

Event description:
It was reported that the patient received inadequate lytic due to a drug leak. A 106x50cm ekos endovascular device was selected for use in a superficial femoral artery / common femoral artery ekos treatment. During a follow-up check after <24 hours of therapy, it was observed that the coolant and drug ports were broken, and both coolant and drug were leaking. The procedure concluded. The physician was unsure if the patient received the intended amount of lytic, but the result of the lysis was not so satisfactory, so the physician questions whether enough lysis arrived locally. No patient complications were reported.